Event description:
It was reported that during an unknown time, the unit was skipping and was making a loud noise. It is unknown if a patient was impacted or if a delay occurred. Due diligence is in progress.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.